Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction image cannot be displayed due to damage on cable unit and damage on camera unit. And also, for water tightness is lost due to poor watertightness of cable unit and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had not displayed an image. Issue occurred due to prior to surgery. There were no reports of patient harm.